Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with generator and was functional. There were no anomalies noted with the functionality of the device. No alert screens were displayed during testing. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a drawdown of laparoscopic colorectal procedure, the tip of the shear broke during its use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.